Event description:
The customer reported being hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated that he was priming the insulin pump when he suddenly became unconscious. The customer called the paramedics and they treated him at home. The customer stated that the device primed sooner than usual. Troubleshooting was performed and found that the insulin pump was one hour off. Assisted customer to correct the time and date. Advised customer to call back if further assistance is needed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.